Event description:
A malfunction alarm was reported following a software update, displaying malfunction code 15. There was no reported impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided by technical support to put the pump into storage mode before sending it back using a pre-paid label.